Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative communicated that the customer was called and the customer reported that she is not always able to read the display on the insulin pump. Customer stated that sometimes she could see it with the backlight and other times she couldn't. Customer stated it was too much of a problem to deal with it and had already gotten in contact to return the insulin pump.